Event description:
It was reported that one day post implant, the patient complained of chest discomfort and chest pain. The device was in automatic mode switch due to a fast atrial rhythm that was new to the patient's cardiac history. The physician suspected that the lead was dislodged causing ectopic beats. When the pocket was opened, the lead was not dislodged. The physician repositioned the lead for better placement and the fast atrial rhythm stopped.